Event description:
It was reported that there may be a grommet/setscrew issue. It was also reported the right ventricular (rv) lead showed oversensing and noise. Proactive isometric testing and pocket manipulation reproduced the noise. The device was reprogrammed and the lead was turned off. A device recheck in one month was recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 implantable pacing lead, (B)(6) 2006; 5076-52 implantable pacing lead, (B)(6) 2006; 4194-88 implantable pacing lead, (B)(6) 2006. (B)(4).